Manufacturer narrative:
It was also reported that the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on january 11, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 11, 2023.